Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient received inappropriate high voltage therapies due to noise on the right ventricular channel. Lead damage due to subclavian crush was suspected. Noise was reproduced during pocket manipulation. Lead was capped and replaced. Patient condition after the procedure was good.